Event description:
Additional information received from the hcp reported that the cause of the event was programming, and the patient experienced ineffective stimulation. There was no injury.

Event description:
The patient underwent a lead replacement surgery in 2009. Additional information has been requested.

Manufacturer narrative:
Lead model 3777-45, serial # (B)(4), implanted: (B)(6) 2008; lead model 3777-45, serial # (B)(4), implanted: (B)(6) 2008; recharger model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4); extension model 3708220, serial # (B)(4), implanted: (B)(6) 2009; adaptor model 3550-39, lot # n179717, implanted: (B)(6) 2009.

Manufacturer narrative:
(B)(4)